Event description:
(B)(4)-encased micro-mold,3 pin,mp(B)(4) during normal wearing, the shell is suddenly broken and the external ear scratch. The device broke when using at home. The object was removed by the user and caused bleeding. The user has not experienced this before. The user has been in contact with a medical practioner and no treatment was given. The medical practioner commented- the ear looks not so serious and remember not to touch water.

Manufacturer narrative:
(B)(4): case reported in (B)(6). This has been reported to (B)(6) authorities. This is a combined report- intial and follow up. Investigation has been completed. Root cause: no abnormity found about mfg process based on samples investigation, all manufacturing records and potential failure modes review (DHR, uv curing, thickness, etc.) . More related to reliability issue based on customer usage for a while (2 years).

Manufacturer narrative:
Sf (B)(6) . Case reported in china. This has been reported to chinese authorities. This is a combined report- intial and follow up. Investigation has been completed. Root cause: no abnormity found about mfg process based on samples investigation, all manufacturing records and potential failure modes review (DHR, uv curing, thickness, etc.) . More related to reliability issue based on customer usage for a while (2 years). 22-jun-2022: national medical product administration in china requested results of the investigation of the device translated to chinese. The translation was provided on 22-jun-2022. No other updates to report.

Event description:
Xu zixiao 19709500-encased micro-mold,3 pin,mp(B)(6). During normal wearing, the shell is suddenly broken and the external ear scratch. The device broke when using at home. The object was removed by the user and caused bleeding. The user has not experienced this before. The user has been in contact with a medical practioner and no treatment was given. The medical practioner commented- the ear looks not so serious and remember not to touch water.